Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that last night and a couple weeks ago she experiences highs and lows out of nowhere and was unsure why. The customer was able to correct issue but didn¿t have an idea why. The customer reported that blood glucose did go down to at least 50mg/dl and up to 224mg/dl. The customer treated the low with snacks and the high with food. She did not want to trouble shoot at the time of the call. The insulin pump will not be returned for analysis.